Event description:
Endoleak - type1a: implantation of the stent-graft was completed successfully, and final dsa revealed no endoleak. A follow-up CT one week after the implantation revealed endoleak of unknown type. The endoleak was suspected to be type1a. However, since the endoleak could also be type2a, a 4d-CT one month after the implantation will be performed to determine if additional treatment is required. Operation type: evar. Blood loss: none. No image available. Pre-case plan available upon request. No additional information will be obtained ancillary devices used: none. (Tc#(B)(4)) patient outcome - "there was no harm to the patient health.".

Event description:
Endoleak - type1a: implantation of the stent-graft was completed successfully, and final dsa revealed no endoleak. A follow-up CT one week after the implantation revealed endoleak of unknown type. The endoleak was suspected to be type1a. However, since the endoleak could also be type2a, a 4d-CT one month after the implantation will be performed to determine if additional treatment is required. Operation type: evar. Blood loss: none. No image available. Pre-case plan available upon request. No additional information will be obtained. Ancillary devices used: none. (Tc#(B)(4)). Patient outcome - "there was no harm to the patient health."